Manufacturer narrative:
The affected journey ii bcs articular insert was not returned for evaluation. Therefore a product analysis could not be performed. However, device details were provided. Therefore, our investigation including the manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Our clinical evaluation noted that the x-ray provided were undated and do not indicate a reason for the tibial component and insert revision. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported instability and breakage of the device cannot be definitively concluded. However, the patient fall cannot be ruled out as a contributing factor. The future impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
On (B)(6) 2017 the subject is noted with a revision of the total knee arthroplasty as a consequence of having a fall. Medical records do not state damage to study knee; however, it is noted that subject on left side ¿smashed the knee cap and the femur in 3 places¿. It is noted that damages to the right side (study side) are minor and that subject underwent minor revision surgery. Date of resolution is (B)(6) 2017 and poly exchange was performed for what is noted to be instability and breakage of the implant.